Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining five (5) erroneously high creatinine (cre) results generated from the au403-02 clinical chemistry analyzer. The erroneous results were reported out of the laboratory. However, the customer retested the samples eight (8) days later and corrected the cre results, which upon repeat, the results yielded lower values. It is unknown if patient treatment was altered as a result of the erroneously high cre results.

Manufacturer narrative:
Per the customer supplied data, the sample was serum. Sample collection and preparation was not provided by the customer. There was no malfunction of the creatinine test. This event was defined as a user error in calibrating and running qc for newly installed reagent. The customer calibrated the reagent, which resolved the issue. Service was not dispatched as the customer is not questioning the performance of the instrument at this time.